Event description:
It was reported that cathena 24gx0.75in straight bc needle was difficult to disengage. The following information was provided by the initial reporter: this is a report about difficult needle disengagement. According to the customer¿s report, the hcp attempted to withdraw the needle but felt resistance and could not withdraw the needle. The hcp completed catheter placement with another cathena.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-27. Investigation summary: (B)(4)photos and (B)(4) sample was received by our quality team for evaluation. From the returned photos and sample, the safety mechanism device was observed to be partially activated with the adapter attached. During inspection of the cannula, a dent was observed. A device history record could not be evaluated as the lot number is unknown. A major dent was observed on the cannula from the returned sample, based on the location of the dent, it may have occurred at the pick and place station. A simulation was performed and the team was unable to simulate the defect to get the major dent on the cannula as seen on the sample. However, it is suspected that the dent on the cannula could be due if the gripper on the pick and place station was misaligned. A digital angle meter has been implemented to check the gripper alignment after setup.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family:cathena. Device failure:needle disengagement difficult.

Event description:
No additional information.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that cathena 24gx0.75in straight bc needle was difficult to disengage. The following information was provided by the initial reporter: this is a report about difficult needle disengagement. According to the customer¿s report, the hcp attempted to withdraw the needle but felt resistance and could not withdraw the needle. The hcp completed catheter placement with another cathena.